Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient received inappropriate shocks due to a suspected low voltage fracture of the right ventricular (rv) lead. It was noted that the lead integrity alert (lia) was triggered due to high rate non-sustained episodes and elevated sensing integrity counter (sic). Several alerts were triggered for lead noise and high/undefined pacing impedance. The patient was hospitalized and the ICD function was turned off as it was noted the patient is currently in hospice. The system remains in-situ currently as the physician is determining next steps due to patient's pre-existing conditions. No further patient complications have been reported as a result of this event. It was further reported that the rv lead exhibited a variation in pacing impedance measurements, and oversensing. In addition, the device reached end of service (eos), and a charge circuit timeout occurred. The charge circuit was inactive, and the patient refused to have the implantable cardioverter defibrillator (ICD) replaced.